Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications - tylenol, dulcolax, oxycodone, carvedilol, albuterol, amlodipine, aspirin, centrum, vit d, klonopin, catapres, plavix, advair, gabapentin, apresoline, nifedipine, protonix, simvastatin, aldactone, spiriva, valtrex, and venlafaxine. (B)(6). (B)(4).

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm whereby two gore&#59397;excluder&#59393;aaa endoprostheses were implanted. It was reported that after implant of the trunk-ipsilateral leg component, a proximal type I endoleak was identified. The endoleak was reportedly caused by the graft not getting adequate wall apposition in the proximal neck. Additional information regarding the exact cause of the endoleak was not provided. A palmaz stent was reportedly implanted in order to get better wall apposition in the proximal neck; however, the endoleak persisted. The procedure was concluded with no further intervention on the endoleak. In (B)(6) 2015 (exact date unknown), imaging showed aneurysm enlargement of 0.7 cm. On (B)(6) 2016, the patient underwent repair of the endoleak whereby an aortic extender component and other devices (manufacturers unknown) were implanted. It was reported there was a residual proximal type I endoleak on final imaging; however, no further treatment for the endoleak was performed. The endoleak will reportedly be monitored. The patient tolerated the procedure with no further adverse events.